Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves after performing fill tubing while connected at the site. The customer stated that very little insulin was delivered and does not believe blood glucose levels were affected. The customer declined a follow up call with tandem technical support.